Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart would power off under one minute when unplugged from wall power. Additionally, a battery service error would intermittently display in the application. The medtronic representative (rep) confirmed that system was plugged in at length prior and the battery status for main cart never showed its charged past 11%. No patient was present.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735773 (lot: 2145); product type: 2543-mnav - system brand name ; product ID 9735787 (lot: 21400003); product type: 2543-mnav - system d9, h3: the hardware (9735773) was returned and analysis was performed. The battery was tested (48.92v) with a known good ups for a 24hr period. During the 24 hour test the ups shut down due to the battery overheating thus causing no power. Codes b01, c02, d02 are applicable to this analysis. The hardware (9735787) was returned and analysis was performed. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, d14 are applicable to this analysis. H6: multiple annex g codes were reported. G02002 corresponds to concomitant product 9735773 that comprises the reported event. G02027 corresponds to concomitant product 9735787 that comprises the reported event. Multiple fdd/annex a codes were reported. A1102 was coded for battery service error. A0719 was coded for cart powering off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field by a medtronic representative. The main cart battery and uninterrupted power supply (ups) were replaced. Previously reported codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.